Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced migration and patient device interaction problem. This information was received from one source. This malfunction involved one patient with no consequences. The weight of (B)(6) year old male patient is (B)(6) pounds.